Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a sound of cuff leaking in the oral cavity when changing the position. The tube was replaced.